Manufacturer narrative:
Received one (1) used list# 142730490 plum 150 ml burette set attached to a 4-way stopcock. No significant damage or anomalies were observed. The set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air-in-line alarms were generated and no restrictions in flow were noted. The set was leak-tested per specification. No leakage was observed. The complaint of air in-line alarm cannot be replicated or confirmed. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 8/12/2024.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in was found to have air in the tubing during patient use. The reporter stated, ""air in line" easily appeared." The quantity affected is one and is available for return. A sample picture is not available. There was no patient harm reported.